Manufacturer narrative:
(B)(4).

Event description:
The wearable was inserted into the arm on (B)(6) 2026.

Event description:
It was reported that a "wire/needle/cannula damage or missing" occurred. The wearable was inserted into the arm on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem correction to the following statement in the initial MDR, "no product or data was provided for investigation." H2 correction h6 investigation findings - correction

Event description:
Data was received but not investigated as data will not confirm the issue.